Event description:
The pin broke during unicondylar knee surgery while moving the leg. No outter forces were applied. The lower portion of the anchoring pin was left in the pt's leg. No intervetnion was performed.